Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and no issues were identified. Reportedly the customer is using the pump supplies for 3 to 4 days and reusing insulin. Tts informed the customer that using the pump supplies for 3 to 4 days and reusing insulin is off label per the tandem user guide. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was 370 mg/dl.